Manufacturer narrative:
This report is associated with (B)(4), polident denture cleanser. Polident denture cleanser is marketed as polident tablets in the us.

Event description:
Death nos [unknown cause of death]. Case description: this case was reported by a consumer via call center representative and described the occurrence of unknown cause of death in a male patient who received double salt denture cleanser (polident denture cleanser) unknown for denture wearer. On an unknown date, the patient started polident denture cleanser. On an unknown date, an unknown time after starting polident denture cleanser, the patient experienced unknown cause of death (serious criteria death and gsk medically significant). On an unknown date, the outcome of the unknown cause of death was fatal. The reported cause of death was unknown cause of death. It was unknown if the reporter considered the unknown cause of death to be related to polident denture cleanser. Reporters verbatim: the report was received from the reporter on 16aug2016. The reporter stated that her husband had partial upper dentures and he used polident denture cleanser before. Currently her husband had passed away for more than one year. Death nos was coded. Additional information of the reporter's husband was unknown.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of unknown cause of death in a male patient who received double salt denture cleanser (polident denture cleanser) unknown for denture wearer. On an unknown date, the patient started polident denture cleanser. On an unknown date, an unknown time after starting polident denture cleanser, the patient experienced unknown cause of death (serious criteria death and gsk medically significant). On an unknown date, the outcome of the unknown cause of death was fatal. The reported cause of death was unknown cause of death. It was unknown if the reporter considered the unknown cause of death to be related to polident denture cleanser. Reporters verbatim:the report was received from the reporter on 16aug2016. The reporter stated that her husband had partial upper dentures and he used polident denture cleanser before. Currently her husband had passed away for more than one year. Death nos was coded. Additional information of the reporter's husband was unknown. Follow up received on 29 aug 2016. The reporter stated that her husband had passed away for almost 2 years. Before his death he used polident denture cleanser with the reporter. He started the use of it when the reporter first bought a three boxes of polident denture cleanser and he had kept using it for almost 2 years. There's nothing discomfort occurred after use.